Event description:
It was reported via legal documentation that approximately 44 months after a right total knee replacement procedure, the patient had a planned revision procedure due to prosthesis wear. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 5242433 (B)(6) - truliant tib fit tray cem sz 4.5f/3.5t; 5403745 (B)(6)"" drill bit, mod. Hex 2 pack; 5403773 (B)(6)"" drill bit, mod. Hex 2 pack; 5410297 (B)(6) - advanced patella 35mm 3 peg implant; 5563517 (B)(6) - truliant ps cem fem ps cem right sz 4.5; 5788864 (B)(6) - collar fixation pin 2pk 40mm, quick release. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.